Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# serial# (B)(6). Implanted: (B)(6) 2022: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(6) ubd: 05-may-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that segment 2b was over 5k impedances after battery replacement. It was within normal range before replacement. We exchanged out the battery and the impedances were high on 2b after the swap. Patient was positioned with bed tilted really low towards the patients head. It was unsure if that could have caused tissue to move slightly on the lead. Healthcare provider (hcp) took the lead out of the battery twice and wiped it down to try and resolve but did not. Manufacturing representative ran stimulation through that segment and retested the impedances and they remained the same. Segment 2b over 5k.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impedances are unknown. They seated and reseated the lead three times in the ins. Each time the impedances came back the same at over 5k. They ran amplitude through the contact to see if that would clear the impedances, and saw the patient the next day and reran the impedance check. No change in results.